Manufacturer narrative:
The device has been received; however, the investigation is not yet complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant info.

Event description:
Device malfunction: balloon rupture/detachment. Time of malfunction: during procedure. Symptoms/ae: medical intervention. It was reported that during predilatation in the heavily calcified, tight subclavian vein av shunt, the agiltrac balloon was inflated to 8 atm and ruptured. The balloon catheter was removed but a portion of the balloon detached and lodged in the av graft. The detached portion of the balloon was completely removed from the body using an unspecified snare through a larger, 9f sheath. The procedure was continued and a stent was successfully implanted. There was no adverse pt sequela. Though requested no additional info was provided.